Manufacturer narrative:
The technician found that the account had repaired the bed before his arrival. The account stated that there was a loose connection and they reconnected it. Technician did a function check and found no issue with the bed.

Event description:
The account alleged that the head gets stuck all the way up and all the way down at times. No pt impact.